Event description:
Pt received a burn on the back of the neck under the return electrode. Pt sought medical intervention from the physician for the burn. It is uncertain whether the burn resolved without complication.